Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead was clogged with blood and was not able to flush the lead with saline solution. The left ventricular lead was not used and replaced. The patient experienced no consequences.